Manufacturer narrative:
Correction: h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant the doctor inserted the right atrial (ra) lead and right ventricular (rv) leads into the header. Threshold, sensing, and impedance measurements were within normal limits. As the doctor was suturing the pocket closed, large electrical signals were noted being intermittently over-sensed on the atrial lead. Atrial lead was programmed bipolar at the time. Physician notified of unusual signals. Fluoroscopy showed the lead still in acceptable position. Pocket sutures removed. Atrial lead set screw retracted. Atrial lead removed from header and lead pin was cleaned with gauze. With screw driver in the atrial header port, lead was reinserted and set screw tightened. Atrial lead testing within normal limits, but again large signals were over-sensed. Atrial lead repositioned to a more medial location. Lead reconnected to the header. While holding pressure on the device pocket site waiting for more pocket flush, again large signals were over-sensed on the atrial lead. Reproducible with palpating of the device header. New azure device handed off and connected with no over-sensing noted. Lead testing was within normal limits. Per physician, upon inspecting header they believed there may have been a defect in the grommet for the set screw or the header. No patient complications have been reported as a result of this event.